Event description:
The customer reported that the central station monitor did not alarm when the pt coded.

Manufacturer narrative:
H.3. And h.6. Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation.